Event description:
During l4-s1 decompression/l5-s1 tlif with screws surgery, spineology cage rampart-o 30xb lot #s15545 broke causing no apparent anatomical damage. Pieces of the cage were removed in their entirety and same size cage re-implanted. The new cage is lot # s16024.